Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarm, pump error 57 alarm, the main arm cannot communicate with the motor arm alarm, drive count error boundaries exceeded after movement alarm and drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm found on (B)(6) 2022. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarm, pump error 57 alarm, the main arm cannot communicate with the motor arm alarm, drive count error boundaries exceeded after movement alarm and drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm noted during the testing. Successfully downloaded history files and traces using thump. There was no pump error 57 alarm recorded and found in the formatted history file for the event date. Drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm was recorded and found in the formatted history file on the event date: july 20, 2022 18:23:17.000 drive count error boundaries exceeded after movement alarm was recorded and found in the formatted history file on the event date: (B)(6) 2022 18:23:17.000 generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarm was recorded and found in the formatted history file on: (B)(6) 2022 16:42:25.000 (B)(6) 202216:45:35.000 the main arm cannot communicate with the motor arm alarm was recorded and found in the formatted history file on: (B)(6) 2022 16:42:34.000 (B)(6) 2022 16:45:46.000 no pump error 38, 39, 41, 43, 79, 80, 82 and 130 alarm in the formatted history file noted. Device was cut open to perform visual inspection and found corrosion on the electric board and motor assembly noted. No corrosion or moisture damage found on the force sensor and vibrator¿assembly noted. Drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm, drive count error boundaries exceeded after movement alarm generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarm and the main arm cannot communicate with the motor arm alarm were confirmed due to corrosion on the electric board and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Pump error 57 alarm was not confirmed. Drive count/time values or changes incorrect for moving or coasting. Too slow or too fast, drive count error boundaries exceeded after movement alarm. Generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarm and the main arm cannot communicate with the motor arm alarm were confirmed. Drive count/time values or changes incorrect for moving or coasting. Too slow or too fast, drive count error boundaries exceeded after movement alarm, generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarm and the main arm cannot communicate with the motor arm alarm due to corrosion on the electric board and motor assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.